Manufacturer narrative:
Estimate of the event date was used. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited his physician regarding his inflatable penile prosthesis (ipp). He stated that he is unhappy with his device. The ipp is difficult to pump, and the device does not get him erect enough for satisfaction. It also seems to fill on its own, and he is often semi erect without operating the pump. The patient was scheduled for a revision surgery in a few weeks due to ipp inflation issues. The physician believes the pump is the issue and must be removed and replaced. No further information was provided.

Event description:
It was reported that the patient visited his physician regarding his inflatable penile prosthesis (ipp). He stated that he is unhappy with his device. The ipp is difficult to pump, and the device does not get him erect enough for satisfaction. It also seems to fill on its own, and he is often semi erect without operating the pump. The patient was scheduled for a revision surgery on (B)(6) 2022 because the inflatable penile prosthesis (ipp) is having inflation issues. The physician believes the pump is the issue and must be removed and replaced. The patient had the pump replaced. No patient complications were reported and the patient fully recovered.

Manufacturer narrative:
Estimate of the event date was used.

Event description:
It was reported that the patient visited his physician regarding his inflatable penile prosthesis (ipp). He stated that he is unhappy with his device. The ipp is difficult to pump, and the device does not get him erect enough for satisfaction. It also seems to fill on its own, and he is often semi erect without operating the pump. The patient was scheduled for a revision surgery on march 1st, 2022 because the inflatable penile prosthesis (ipp) is having inflation issues. The physician believes the pump is the issue and must be removed and replaced. The patient had the pump replaced. No patient complications were reported and the patient fully recovered.

Manufacturer narrative:
Estimate of the event date was used. Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified activation issues and failed valve active state test could affect the functionality of the device resulting in the reported mechanical issue, spontaneous inflation and difficulties with inflation. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and did not pass the 8lb. Activation test (2) and valve deactive state test. Product analysis concluded these activation issues could affect the functionality of the device as the reported inflation issue, spontaneous inflation and mechanical issues. Product analysis confirmed pump malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the identified activation and valve deactive state test failures with the pump. The adverse event relating to mechanical difficulty, spontaneous inflation, and difficult to inflate with the device are known risks of the device and are included in the hazard analysis.

Manufacturer narrative:
Estimate of the event date was used.

Event description:
It was reported that the patient visited his physician regarding his inflatable penile prosthesis (ipp). He stated that he is unhappy with his device. The ipp is difficult to pump, and the device does not get him erect enough for satisfaction. It also seems to fill on its own, and he is often semi erect without operating the pump. No additional information was provided.